Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the abdomen and presented with paradoxical hyperplasia (pah/ph).

Event description:
Medical review [mr-009708 (05 april 2023)] reportability needs to be changed to not reportable since the report determined that this is not a ph complaint. The event is assessed as not reportable. No alleged serious injury, no failure mode identified to cause death or serious injury. Not likely to cause/contribute to a death or serious injury if it were to recur.

Manufacturer narrative:
H11: corrected data: upon further review of the reported event, it has been identified that there is no alleged paradoxical adipose hyperplasia (pah).